Event description:
Us legal - bilateral patient. It was reported that after the patient underwent a revision surgery of the left hip on (B)(6) 2020. The patient underwent another revision surgery of the right hip on (B)(6) 2020 due to elevated cobalt and chromium levels, pain, and metal debris. The primary right bhr surgery was performed on (B)(6) 2008. The patient died on (B)(6) 2021, due to a pulmonary thromboembolism. He also suffered cardiomyopathy and other systemic conditions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h3, h6: it was reported that the patient suffered from elevated cobalt and chromium levels in blood after having a bilateral metal-on-metal primary procedure. The left hip system was explanted and the right hip remained in situ. The patient died on (B)(6) 2021, due to a pulmonary thromboembolism. He also suffered cardiomyopathy and other systemic conditions. The contribution of the right metal-on-metal system to the reported elevated ion levels cannot be discarded. The implanted devices, all of which were used in treatment, remain implanted and are therefore not available for analysis. Since part/lot details were not received for investigation no thorough manufacturing record review can be performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Review of the product IFU used at the time of implantation was not possible, however review of the current bhr system IFU found adequate warnings and precautions in relation to the alleged failure modes. No further actions are required at this time. No clinical documentation was provided in relation to the reported cardiomyopathy, other systemic conditions, or patient death due to a pulmonary thromboembolism. The reported metallosis of the contralateral hip cannot be ruled out as a contributing factor to the reported elevated cobalt and chromium. No medical intervention or revision has been reported with relation to the right hip devices. Based on the supplied details we can confirm the reported complaint of elevated metal ion levels, however without additional information we cannot further investigate and the investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6: health effect - clinical code.

Manufacturer narrative:
H11: corrected information in d6a and d6b (the device was never explanted), e1 and g2.

Event description:
Bilateral patient. It was reported that the patient suffered from elevated cobalt and chromium levels in blood after having a bilateral metal-on-metal primary procedure. The left hip system was explanted on (B)(6) 2020 (covered under (B)(4) and the right hip remained in situ. The primary right bhr surgery was performed on (B)(6) 2008. The patient died on (B)(6) 2021, due to a pulmonary thromboembolism. He also suffered cardiomyopathy and other systemic conditions. The contribution of the right metal-on-metal system to the reported elevated ion levels cannot be discarded.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review can be performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. No medical documents were received to investigate the reported clinical reactions. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated cobalt and chromium levels, pain, metal debris, and patient death due to pulmonary thromboembolism) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.